Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic catheterization procedure (type unknown). Plaque and calcium were noted at the access site upon assessment of the femoral angiogram. It was reported that an intravascular deployment occurred and the patient was taken for surgery. The patient is reportedly doing well. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the limited information received and the investigation performed, the cause of the reported sealant misdeployment could not be conclusively determined. In addition, without source documentation of a pathology report or the material to perform chemical analysis, the composition of the occlusion could not be conclusively determined. It was reported that plaque was noted at the access site. Per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.